Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. The concentric with a greater than or equal to 90 degree significant bend was located in the mildly calcified mid left circumflex (lcx) artery. A 20 x 3.50 promus elite stent and a 24 x 2.75 promus elite stent were advanced and implanted in the proximal lcx and in the left main coronary artery (lmca) to lcx. Following stent deployment, post dilatation was performed, and the procedure was completed. Six hours post procedure, the patient passed away.